Event description:
It was reported that the surgeon inserted the micl12.6 implantable collamer lens in the patient's left (os) eye on (B)(6) 2009 and a cataract was noted on (B)(6) 2010. The lens was removed on (B)(6) 2012 and replaced with an iol. See MFR# 2023826-2012-00842 for the report on the right (od) eye.

Manufacturer narrative:
Method: medical review. Results: anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, surgical procedure, explanted. Evaluation: method - a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).